Manufacturer narrative:
Concomitant product: addrl1 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) epicardial lead exhibited inconsistent/unstable and elevated thresholds, in addition to undersensing of p-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.